Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos-m w/drive pcb. In addition, we confirmed that the lcb distal cover glass dirty; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).